Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) for evaluation. Based on the sales history for the user facility, it is surmised that the serial number of pcf-pq260l is (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
On november 21th, 2019, olympus medical systems corp. (Omsc) received a literature titled ¿therapeutic strategy for bile duct stone with experienced intestinal reconstructive in a facility that does not have a balloon endoscope¿ that was made in public in the 27th congress of the japan digestive disease week. The literature reported the result of forty-one patients (sixty-nine procedures) who performed endoscopic retrograde cholangiopancreatography using an olympus gastrointestinal videoscope (pcf-pq260l) for patients with the bile duct stone and the experienced intestinal reconstructive between july 2014 and february 2019. In the subject procedures, four case of pancreatitis and one case of pressure decrease reportedly occurred. According to the number of the accidental symptoms and the number of olympus device used for procedure, omsc is submitting five medical device reports. This is a report on one of four case of pancreatitis and one of five reports.